Event description:
There was no known impact to the customer's blood glucose level in regards to the occlusion alarm.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 430 mg/dl and a correction bolus was delivered to address the bg level. Additionally, it was reported the customer experienced multiple, intermittent elevated bg levels in the 400's mg/dl range due to unknown causes. Correction boluses were delivered to address the bg levels. As the occlusion alarms and high bgs had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions or the elevated bg levels.